Event description:
It was reported that the patient's pulse generator, right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2025 due to unknown reasons. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.